Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 61 mg/dl. Reportedly, the customer will continue to use current pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device was returned to tandem >45 days from awareness date. Investigation is not required per qs-043. The information will be used for tracking and trending purposes.